Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of cut electrode with thermal damage.

Event description:
It was reported that during a da vinci-assisted procedure the customer had issues using the synchroseal instrument on the system. As reported, sparks were observed when the instrument was activated during the case. The customer had the e-100 generator swapped out when the issue was identified during the procedure. A backup instrument was then used, and the procedure was completed with no patient injury reported.